Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service check and found that the aspirate probe 1 was out of alignment. The cse aligned and verified the aspirate probe 1. The cse also verified that the cuvette alignments were within specifications. The cse ran quality control and precision testing, which were acceptable. The cause of the discordant, (B)(6) result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample for (B)(6) on an advia centaur xp instrument. The initial run was performed using a serum sample. The discordant result was not reported to the physician(s). The customer obtained a plasma sample from the patient and ran it on the same instrument, resulting (B)(6). The plasma and serum samples were repeated on the same instrument, also resulting (B)(6). The (B)(6) results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, (B)(6) result.

Manufacturer narrative:
Additional information (26-feb-2018): a siemens headquarters support center specialist reviewed the service report and stated that immunoglobulin g (igg) antibodies to hepatitis c (hcv) assay utilizes the aspirate probe 1 during the wash sequence. The alignment and function of this is crucial for proper assay performance, as insufficient washing will leave excess sample or reagent in the cuvette, which can cause discordant results. The cause of the discordant, false non-reactive hcv result on one patient sample is unknown.